Event description:
Probe frosted up the shaft during pretesting.

Manufacturer narrative:
Device discarded at the hospital. Device history record review did not show any issues. No further evaluation is possible.